Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with several clips. Testing was performed on the event unit, which confirmed the complainant¿s experience of clips not closing. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit and clips, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. Incident description: 1st clip fired fine on the cystic duct. 2nd clip only closed partially on the duct and he fired plastic to plastic. Pulled clip applier out and put in maryland to take partially closed clip off the duct. Entered clip applier in trocar and preloaded clip, clip fell off the jaws, preloaded again and it spit 2 clips out. Took the clip out of trocar and fired on mayo stand, every clip after that came out either sideways or spit out. Saved all clips along with clip applier and will send back. Additional information received via email on 26nov2018, applied medical account manager. I was physically here for this case and the surgeon was using this for the first time. I in serviced him and he had used our old clip. No pressure was applied to the trigger. No clip was in the jaws while going down the trocar. Duct and artery were fully skeletonized and doctor did not use improperly. Intervention: opened new clip applier from different lot number and that worked fine. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: 1st clip fired fine on the cystic duct. 2nd clip only closed partially on the duct and he fired plastic to plastic. Pulled clip applier out and put in maryland to take partially closed clip off the duct. Entered clip applier in trocar and preloaded clip, clip fell off the jaws, preloaded again and it spit 2 clips out. Took the clip out of trocar and fired on mayo stand, every clip after that came out either sideways or spit out. Saved all clips along with clip applier and will send back. Intervention: opened new clip applier from different lot number and that worked fine. Patient status: no patient injury occurred as a result of the event.